Event description:
Black suture button tab broke off.======================manufacturer response for ethicon trocar, trocar (per site reporter).======================will give product to rep to be sent back for evaluation.